Event description:
It was reported that the patient received an alert for low, out of range pacing lead impedance. Lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.